Manufacturer narrative:
(B)(4). The subject rt202 adult inspiratory heated breathing circuit has been requested to be returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that a rt202 adult inspiratory heated breathing circuit was found leaking from the connection of inspiratory chamber port. There was no patient consequence reported.

Event description:
A healthcare facility in the united kingdom reported that a rt202 adult inspiratory heated breathing circuit was found leaking droplets of water from the connection of the inspiratory chamber port. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: expiration date added section d4: UDI details updated section g1: contact person updated to (B)(4). Section g4: the rt202 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112 method: the subject rt202 adult inspiratory heated breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is thus based on the information and video provided by the customer and our knowledge of the product. Results: the customer reported that a rt202 adult inspiratory heated breathing circuit was found leaking from the connection of inspiratory chamber port. Conclusion: the subject rt202 adult inspiratory heated breathing circuit was requested to be returned for evaluation; however, it was not provided. Without the return of the subject device, we are unable to confirm a fault, or determine the cause of the reported event. All rt202 adult inspiratory heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt202 adult inspiratory heated breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in the united kingdom reported that a rt202 adult inspiratory heated breathing circuit was found leaking droplets of water from the connection of the inspiratory chamber port. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the subject rt202 adult inspiratory heated breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is thus based on the information and video provided by the customer and our knowledge of the product. Results: the customer reported that a rt202 adult inspiratory heated breathing circuit was found leaking from the connection of inspiratory chamber port. Conclusion: the subject rt202 adult inspiratory heated breathing circuit was requested to be returned for evaluation, however, it was not provided. Without the return of the subject device, we are unable to confirm a fault, or determine the cause of the reported event. All rt202 adult inspiratory heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt202 adult inspiratory heated breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."